Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. The customer has had no further issues. A probe was adjusted on the analyzer during a periodic check on (B)(6) 2015, but no specific service actions have been performed. The field service engineer did not identify any issues with customer's sample/reagent handling. No hardware problem was identified. No error message was generated at the time of the event.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of a calibration problem affecting patients tested for antibodies to tsh receptor (anti-tshr). The customer indicated "more than 10" patient samples were affected. The customer indicated that erroneous results were reported outside of the laboratory. The customer did not provide any actual data. The customer indicated that the initial anti-tshr results were 3-4 iu/l higher than the repeat results. It was noted that "some" of the initial high results were reported outside of the laboratory. No adverse event was reported. The anti-tshr reagent lot was 183824 with an expiration date of 06/29/2016. The customer started using the calibrator on (B)(6) 2015 and the signals had been a little high but acceptable. On (B)(6) 2015, calibration was performed and quality controls were acceptable. The customer measured patient samples and reported the results outside of the laboratory. On (B)(6) 2015, quality controls were high. Calibration was performed and failed. The customer was advised to perform calibration again. After the re-calibration, the customer has had no further problems.

Manufacturer narrative:
According to the field service engineer, no issue was identified with the customer's maintenance of the instrument.